Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during fill 5 of 5 of treatment. The patient was connected during the incident. Fluid was seen. The patient's wife mentioned they noticed some fluid leaking from the lines close to the cassette door and coming out from the bottom of the cassette door near the latch. The leak was noticed after the m31 air detected in cassette alarm. The patient was provided information on the alarm and was advised to let the cycler sit for a day before using the machine again. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn) regarding this and alternate treatment for the following treatment. Upon follow-up, the pdrn stated the cycler prompted with m31 air detected in cassette warning during fill 5 of 5 of treatment. Treatment was completed and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen coming from the cassette area and close to the tubing line connections to the cassette. The cause of the fluid leak from the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals the following night. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during fill 5 of 5 of treatment. The patient was connected during the incident. Fluid was seen. The patient's wife mentioned they noticed some fluid leaking from the lines close to the cassette door and coming out from the bottom of the cassette door near the latch. The leak was noticed after the m31 air detected in cassette alarm. The patient was provided information on the alarm and was advised to let the cycler sit for a day before using the machine again. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn) regarding this and alternate treatment for the following treatment. Upon follow-up, the pdrn stated the cycler prompted with m31 air detected in cassette warning during fill 5 of 5 of treatment. Treatment was completed and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen coming from the cassette area and close to the tubing line connections to the cassette. The cause of the fluid leak from the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals the following night. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for investigation.